Event description:
During a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the mid lad coronary artery. The maverick2 monorail 15/1.5 mm balloon was removed and replaced with another maverick2 monorail 15/1.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.